Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting noise, and the patient reported feeling dizzy when turning their head. A revision procedure was performed and a new rate/sense lead was implanted. The rate/sense portion of the former rv lead was surgically abandoned. The shocking portion of the lead remains in service. No additional adverse patient effects were reported.